Event description:
On (B)(6) 2012, it was reported to lifecell that following an abdominal wall reconstruction utilizing a strattice device ((B)(6) 2011), the patient presented with recurrent ventral mega hernia with extreme lateral retraction of the rectus muscles ((B)(6) 2012). The abdominal wall was repaired with another strattice device ((B)(6) 2012).

Manufacturer narrative:
Method: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results: review of the device history records revealed no deviations associated with the production of lot s10970. The product met acceptance criteria for qc release including the results of mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. There were no deviations or nonconformities related to the event. To date, 2 dissimilar complaints have been reported to lifecell against lot s10970. One similar complaint was reported for graft disintegration, but vac therapy was used in conjunction with the device and the relationship between the event and device could not be determined. (B)(4). Conclusion: the device was not returned for evaluation. The event is not a result of direct device failure. Given the time post-implant, medical affairs confirms the event is related to a combination of surgical technique, lack of abdominal wall stabilization, and patient comorbidities, including obesity. Strattice was bridged and primary closure of rectus muscle was not obtained. Without proper abdominal wall support, the normal physiologic response of the rectus muscle would be lateral retraction. This, along with the normal intra-abdominal pressures, would be direct factors in the re-herniation. Device not returned for evaluation.